Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of an 8 cm in diameter ruptured abdominal aortic aneurysm. The aortic neck was short in length and angulated. After implantation of the stent grafts, a completion angiogram showed a proximal type ia endoleak from the endurant 32x14x103. Aptus endoanchors were then utilized to try and eliminate the proximal type I endoleak. Upon successfully deploying three endoanchors, the blue light on the applier displayed, and utilization of the device was no longer possible. A replacement aptus endoanchor device was then opened and used to continue implanting the aptus endoanchors. Upon completion of aptus endoanchor placement, a type ia endoleak was still observed. The physician decided to implant a palmaz stent in the proximal seal zone of the main body. While attempting to deploy the palmaz stent, the stent dislodged from the delivery balloon several times, and was pulled/pushed proximally and distally within endurant 16x13x124 ipsilateral extension limb. After deploying the palmaz stent a completion angiogram was done which showed the type ia endoleak was resolved, but a type iii fabric endoleak was present in the endurant 16x13x124 limb. The physician stated that he believed manipulation of the palmaz stent within the limb was the cause of the type iii fabric endoleak. This endurant limb was relined with an endurant 16x16x124 limb. Another completion angiogram was done which showed resolution of the type iii fabric endoleak in the endurant 16x13x124 limb, but another type iii fabric endoleak was observed from the contralateral endurant 16x24x93 limb. The physician decided to reline that limb with an endurant 16x20x93 limb. The physician could not determine the cause of the contralateral limb type iii fabric endoleak. Another completion angiogram was done which showed resolution of the contralateral limb type iii fabric endoleak. At this point the evar was deemed a success. It was reported that when the physician opened the patient's abdomen to evacuate the large amount of blood in the retroperitoneum, the physician stated that the aneurysm sac still appeared to be pressurized, and blood loss from the rupture continued. The physician decided to explant all implanted components in order to sew in a surgical dacron graft to gain control of the bleeding. Upon sewing of the surgical graft, heavy bleeding continued around the anastomoses and could not be controlled. As a result of the uncontrollable bleeding, the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.